Event description:
It was reported that a system error 2240 (air in set) alarm occurred during dwell three of four on the homechoice (hc). The patient was connected at the time of the alarm. The technical service representative (tsr) was unable to troubleshoot the alarm as the patient had already discarded the supplies and completed therapy using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was discarded by the customer and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.